Event description:
Three pts died within several hrs after completing outpt dialysis treatment. Subsequent investigations revealed that the deionization tanks through which the water for dialysis was processed failed to operate properly, thereby exposing these pts to excessive levels of fluoride. It is believed these pts died of fluoride intoxication. Pt's ages: 81, 56 and 78. Add'l model nos: 3042209, 070193 and 06020393.